Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, elevated pacing lead impedance and capture thresholds were observed. Lead remained implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.